Event description:
It was reported that a customer's pump reset itself unexpectedly, and there was no information on the blood glucose value. There was no reported adverse impact to the customer's blood glucose level. No additional corrective actions were reported, and the pump was not returned as it was no longer under warranty.